Manufacturer narrative:
Irrimax is submitting this report in accordance with 21 cfr § 803. This report is based upon information provided to irrimax. Blank fields indicate that the information was not provided by physician reporting the event, was not available, or was not applicable. Irrimax will continue to contact reporting physician and other sources as necessary for the purpose of obtaining additional information and will, as necessary, file a follow-up report.

Event description:
Patient experienced EKG change.